Manufacturer narrative:
Technical support advised the customer to install fresh wash, repower, and prime multiple times. The field service engineer (fse) called next day and had customer remove back cover and inspect the inside. The customer confirmed the wash probe tubing popped off so, the fse instructed the customer to inspect it for beads and reseat it back on wash probe. Instrument is working fine no further action required by field service. The probable cause of the event was that wash probe tubing popped off. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016 a customer reported on the aia-360 sn# (B)(4), an error 2015 bf probe purge failure. A field service engineer (fse) was dispatched. The reported issue with their aia-360 instrument has the potential for causing a delay in reporting of patient results for ckmb, hba1c and ctnl2 which were purchased within 120 days prior to aware date. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.